Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
Duracon ps insert 6632-4-322 was revised after 12.5 years in situ, and replaced with duracon ts insert 6642-5-325. As the previously implanted femoral component 6632-0-460 was not replaced, it appears that it is not compatible with duracon ts insert implanted during the revision surgery.